Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access hstni reagent was not returned for evaluation. No other patient results were called into question. There were no reports of hardware errors or issues with other assays in connection with this event. A beckman coulter laboratory solution specialist) lss was dispatched to assess system performance. Lss noted that the patient had gone to another hospital for hstni testing on (B)(6) 2023 and (B)(6) 2023; hstni results were 0.012 ng/ml (johnson and johnson platform, no other information provided) within the reference range of 0 - 0.034 ng/ml. The customer then performed point-of-care testing (poct)(poct device not indicated) and obtained a result of 0.04 ng/ml which was within the reference range (0 - 0.023 ng/ml). The customer then performed dilutions of the original sample and obtained disproportionate results. The lss then performed interference testing and identified heterophile and alkaline phosphatase interferents within the sample. Per the current access high sensitivity troponin I instructions for use (IFU), part number c11140n, "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce human anti-animal antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. Other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences." In conclusion, the cause of this event was the presence of known interferents in the patient sample.

Event description:
On 16nov2023 the customer reported an erroneous elevated hstni (access high sensitivity troponin I, part number b52699 and lot number 338370) result was generated on the customer's dxi (unicel dxi 800 access immunoassay analyzer, part number 973100 and serial number (B)(6) for one patient. The erroneous elevated hstni result of 0.07 ng/ml was reported out of the laboratory. The patient had been admitted to hospital on 30oct2023 due to "erythema nodule pain for a week." After admission, a hstni test was performed and the hstni result was 0.07 ng/ml which was above the upper reference range (0-0.04 ng/ml). There was a report of change to patient treatment or management which occurred in connection with this event. The patient began taking shexiang heart protecting musk pills which were recommended by the patient's clinician. There was no further report of change to patient treatment or management in connection with this event. The customer reported that the patient had continuous monitoring of hstni results which demonstrated a progressive increase from (B)(6) 2023. The hstni was 12.792 ng/ml on (B)(6) 2023. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. The customer did not complain of any potential carryover in this event. Sample type, collection and processing information was not provided by the customer. A beckman coulter laboratory solution specialist (lss) was dispatched to assess system performance.